Event description:
Report rec'd of air in tubing and that pump did not alarm air in line. Customer contact reports that the air was seen in the tubing by the pt's parent and the parent stated that the pump did not alarm. Nursing staff stopped the pump before the air reached the pt. The nurse noted that the tubing contained air and the solution bag was not empty. The solution being infused was morphine sulfate 1.0 mg/ml concentration and was infusing at a rate of 0.2mg/hr and a 0.2 mg bolus with a pt lockout interval of ten (10) minutes. The facility contact reports that the tubing was primed by pharmacy staff, nursing staff began the infusion between 7:30 and 8:00 p.m., and the event occurred shortly after midnight. There was no report of pt harm or injury.